Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported (11) lvp with dim segment displays. The customer reported that there was no patient involvement as the issue was found during preventive maintenance.